Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a 'cartridge not detected' notification after finishing the load sequence. Customer did not have any alerts or alarms in history. While troubleshooting with tandem technical support, customer loaded the same cartridge and then received a minimum fill notification. The customer added insulin, loaded the cartridge, and resumed insulin. There was no impact to the customer's blood glucose level.